Event description:
Report states that repeated exposure to antigenic, natural latex protiens in latex gloves led to the development of latex allergies. No specific manifestation of the allergy reported. Diagnosis was made in 1997 following a skin prick test.